Manufacturer narrative:
The device was returned to olympus for annual inspection and the device evaluation found a foreign object inside the nozzle. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a crack; the connecting tube had a dent; the universal cord had a wrinkle; due to clogging of nozzle, the water removal ability did not meet the standard value; due to damage on the forceps elevator wire, the fixing force of the guide wire did not meet the standard value; due to wear of angle wire, the bending angle in the up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value; the suction cylinder was shaved. Additionally, the following components had a scratch: the forceps elevator knob, the forceps elevator lever, the grip, the image guide protector, the right/left knob, the scope connector cover unit, the suction connector, the scope cover, the switch box, the upward/downward angulation control knob, the universal cord, the connecting tube, the control unit, and the distal end. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was a delay to starting precleaning and the endoscope was not soaked in the detergent solution. The air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no abnormalities reported in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that insufficient reprocessing led to the retention of the foreign material, as the device was not soaked in detergent solution following a delay to precleaning. This issue is addressed in the instructions for use (IFU) and reprocessing manual with the following cautions: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them" and "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." Olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the evis lucera elite duodenovideoscope to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was a foreign object inside the nozzle. This report is being submitted for the event found during evaluation. There was no patient involvement.